Event description:
It was reported that while using bd k2edta tube there were 150 samples with clotting and platelet clumping. There was no report of patient impact. The following information was provided by the initial reporter: "a higher occurrence of samples with clots and platelets was observed in the past 2 months. The samples are analyzed in sysmex company xn 1000 and xn550 equipment."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 7 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting and platelet clumping with the incident lot was not observed. Additionally, retention samples from bd inventory were visually inspected with no issues observed, all tubes presented with additive. Complaints for sample quality are under statistical control for the (B)(6)2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting and platelet clumping.. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10

Event description:
It was reported that while using bd k2edta tube there were 150 samples with clotting and platelet clumping. There was no report of patient impact. The following information was provided by the initial reporter: "a higher occurrence of samples with clots and platelets was observed in the past 2 months. The samples are analyzed in sysmex company xn 1000 and xn550 equipment".

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.